Manufacturer narrative:
Two complaint related needles were returned for investigation. The needle manufacturing records were reviewed, and no related deviations or concerns were found. The complaint was not confirmed as both needles passed all investigative testing, including electrical properties, iceball specification, gas consumption and shaft temperature properties. The needle's passed all testing on a vi system. No failure was found.

Event description:
It was reported that during a renal cryoablation procedure, five icerod cx needles were used and three problems were observed. Two needles generated a strong muscle spasm during the freezing cycle. The needles were replaced. Another icerod needle had frost on the shaft. The case was completed with no patient injury. The needles were returned for investigation. This MDR is associated with the reported muscle spasm event.